Manufacturer narrative:
Device evaluation - the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000093-2007-01418, 01420. It was reported that 509 days after coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Thirteen days prior to the index procedure, the patient experienced chest tightness while mowing the grass, and was admitted for myocardial infarction (mi). Target lesion 1 (3.0x10mm, 80% stenosed) in the dist rca (distal right coronary artery) was treated with pre-dilation and placement of a 3.0x12mm taxus express2 drug eluting stent. Target lesion 2 (3.0x14mm, 85% stenosed) in the mid rca was treated with pre-dilation and placement of a 3.0x16mm taxus express2 drug eluting stent. Target lesion 3(3.0x20mm, 70%stenosed) in the proximal rca was treated with pre-dilation and placement of a 3.0x24mm taxus express2 drug eluting stent. The rca was severly calcified and moderately tortuous. Residual stenosis of all three lesions was 0%. Hypertension medication was adjusted post procedure due to uncontrolled blood pressure and renal failure. The patient was discharged the next day on aspirin and plavix. About 509 days post index procedure, cabgx3 (coronary artery bypass graft) was performed including left internal mammary artery to distal left anterior descending artery, saphenous vein graft (svg) to 1st obtuse marginal branch and svg to right posterior descending artery. The patient was discharged 10 days post CABG. The investigator assessed the device causality as "unrelated". In june 2007, the clinical event committee assessed the device relationship as "possibly."